Manufacturer narrative:
Investigation results: severity: s2; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7104508. Investigation summary: customer returned (3) sealed 4mm, 32g pen needles from lot # 7104508. Customer states that the needle broke in the skin during use. All returned pen needles were examined and no bent or broken patient or non-patient end of the cannula was observed on any of the samples. A device history review for lot 7104508 cat no. 320144 was carried out and no non-conformances were raised in association with the packaged lot or the sub-assembly for needle break concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: based on the samples received bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra-fine¿ pen needle 32g x 4 mm was being used with nano needles. It is reported that twice during use, the nano needles broke in the skin. There was no report of injury or medical intervention reported.